Manufacturer narrative:
Other: hc incident report reference no (B)(4); submitted to hc (health canada) by the patient. The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bsc device was implanted into the patient during a procedure performed on (B)(6) 2019. On (B)(6) 2019, the patient began to experience pain in the hip and leg. Pain was also felt during sexual relations and a burning sensation in the urethra. She also has experienced itching in her legs, electric shock was felt in the legs and a pain that goes down to the heels. Reportedly, the patient has difficulty sleeping and a feeling of discomfort was felt 24 hours a day.